Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419488 lead implanted: (B)(6) 2013. (B)(4).

Event description:
The patient reported that the device battery was depleting faster than expected. Reprogramming was performed, and the patient also had an ablation in the hopes that it would get the device to last longer. The device remains in use. No patient complications have been reported as a result of this event.